Event description:
The device reportedly displayed a push analyze message when connected to a patient. The device is a two button unit and does not have an analyze button. The device operator reportedly pressed the front panel where the analyze button would be on a three button unit and the device reportedly analyzed the patient and rendered a shock advised decision. Treatment was continued with the device. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.